Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level and it keeps rising. Customer's blood glucose level was 25 mmol/l at the time of incident. Customer stated that infusion set cannula was bent. Customer stated that auto mode feature was active at the time of incident. Customer declined the troubleshooting for high blood glucose level. The device will not be returned for analysis.